Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), hemostasis valve was unable to hold column. The sgc was replaced with another device to complete the procedure. A mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2026, follow up revealed the clip had single leaflet device attachment(slda) from the posterior leaflet. Recurrent mr of grade 3 was reported. On (B)(6) 2026, a re-interventional procedure was performed. Additional mitraclip was implanted to stabilize the slda clip. The mr was reduced to grade 1 post procedure.